Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. A receiver charge test was performed and failed as the receiver charged passed. A receiver boot test was performed and passed. Functional tests were performed passed relevant tests. An internal visual inspection was performed and failed. An unexpected receiver shutdown was not found. The allegation was not confirmed. However, an error icon display was found in connection to the reported allegation. The probable cause of the error icon display was a defective battery. No injury or medical intervention was reported.